Event description:
It was reported that the patient slipped and was admitted to the hospital. In 2008, at the last check up before the fall, capture threshold was stable at 1.5 v at 1.0 ms. After the fall her electrolyte values were out of the normal range and today, the patient is asymptomatic with capture threshold intermittent at 7.25 v at 1.5ms. This was resolved by increasing the ventricular output voltage. The device would be monitored.

Manufacturer narrative:
Na